Event description:
The customer reported that the device jaws would no longer open while on tissue. The device was cut out of tissue resulting in some bleeding. There was no patient injury.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.